Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while performing a synchronized cardioversion procedure on a patient, the user was pushing and holding the shock button after it was synced and charged and the device restarted itself. After the device performed it's self-test, the user charged the device and delivered a cardioversion shock to the patient. There were no adverse effects to the patient due to the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient , however, the customer advised that no further details are available.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4). Section d4 of the initial medwatch report indicates: model # ¿ blank section d4 of the initial medwatch report should indicate: model # ¿ 15

Event description:
The customer contacted physio-control to report that while performing a synchronized cardioversion procedure on a patient, the user was pushing and holding the shock button after it was synced and charged and the device restarted itself. After the device performed it's self-test, the user charged the device and delivered a cardioversion shock to the patient. There were no adverse effects to the patient due to the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient , however, the customer advised that no further details are available.

Manufacturer narrative:
After further investigation, physio-control has determined that the cause of the reported issue was due to the therapy pcb assembly.

Event description:
The customer contacted physio-control to report that while performing a synchronized cardioversion procedure on a patient, the user was pushing and holding the shock button after it was synced and charged and the device restarted itself. After the device performed it's self-test, the user charged the device and delivered a cardioversion shock to the patient. There were no adverse effects to the patient due to the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient , however, the customer advised that no further details are available.

Manufacturer narrative:
Physio evaluated the customer¿s device and verified the reported issue. Physio downloaded the electronic records from the customer¿s device and concluded that the data was consistent with a device lockup during the reported issue. The cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that while performing a synchronized cardioversion procedure on a patient, the user was pushing and holding the shock button after it was synced and charged and the device restarted itself. After the device performed it's self-test, the user charged the device and delivered a cardioversion shock to the patient. There were no adverse effects to the patient due to the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient , however, the customer advised that no further details are available.